Manufacturer narrative:
Manufacturer control no. (B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that in interventional radiology, the clinician noticed that the rubber distal tip of the percutaneous thrombolytic device (ptd) had come off inside the patient during the procedure in the patient's foreman. The hospital was not aware that the piece had come off until after the procedure was complete and the patient had left. The patient currently has the piece in them and it is unclear if the hospital has any plans to follow up and try to remove the piece or let pass through their system. There was no reported delay, death, or complications to the patient as a result of this occurrence. Additional information received on 10/06/2011 from the sales representative stated the hospital is unsure of the number of passes that were made as well as which pass the tip came off in the patient. They also reported that the possible cause was the patient's "torturous anatomy." As of now, the hospital has decided to leave the piece in the patient with no further action planned. Additional information received on 10/13/2011 from the sales representative indicated he met with the physician. The patient is aware of the situation and the hospital feels the patient is not at risk for any future issues related to this event. Sample will not be returned for evaluation.